Event description:
The stent (subject device) was returned for analysis, and it was discovered that the subject stent was deployed prematurely during use and was broken/fractured during use. Also, the stent was noted to be deformed. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was noted to be deployed within microcatheter hub. The introducer sheath was not returned. The stent could be retrieved. The stent was broken/fractured, missing the distal end. A functional inspection could not be performed as the stent was returned in a deployed state. The reported events of 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'not tortuous'. It was reported that 'the physician used a guidewire to guide two microcatheters to the lesion site. Several coils were implanted through the first microcatheter, and then a stent was advanced through the second microcatheter. When the stent reached the distal end of the microcatheter, increased resistance was encountered. The physician then retracted the stent, and during the withdrawal process, the stent deployed at the hub of the microcatheter. The stent, along with the microcatheter, was withdrawn out of the body. Subsequently, the physician replaced it with a stent of the same catalog and successfully implanted it through the first microcatheter. After the procedure, during external inspection, the physician intentionally separated the hub of the microcatheter from its shaft and found that the stent could be retracted back into the microcatheter hub'. The stent was returned for analysis in a deployed condition, with the distal part of the stent deployed inside the proximal lumen of a microcatheter, and the proximal end of the stent deployed inside the microcatheter hub of the microcatheter. The stent was noted to be deformed and was also broken/fractured. The sdw and the introducer sheath were both not returned for analysis. Based on the event description, it is likely that there was good stent transfer from the introducer sheath into the microcatheter lumen. In addition, there was no resistance reported when advancing the stent through the microcatheter lumen. It is unclear why the stent then experienced resistance near the distal end of the device which prevented it from being advanced/retracted in what was reported to be non-tortuous anatomy. Some unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent through the distal part of the microcatheter. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, as the stent reached the proximal end of the microcatheter, it naturally began to open/deploy as it exited the lumen and entered the microcatheter hub. The distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) then slipped through the stent, leaving the stent partially deployed inside the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported events of 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' and analyzed event of 'stent deployed prematurely during use', 'stent broken/fractured during use' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.